Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for post-implant follow-up, inappropriate shock due to far field p-wave oversensing was observed. The ventricular thresholds had also increased. The patient was asymptomatic. Chest x-ray was performed to confirm the lead position. Tachy therapy was disabled until lead replacement. The lead was capped and replaced on (B)(6) 2016. The patient was discharged without further known complications.